Manufacturer narrative:
Per the perfusionist, the epgs was recalibrated after the case and the issue resolved. The field service representative (fsr) replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed to calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The oxygen (o2) analyzer calibrated successfully. As a precaution, the srt replaced the o2 sensor. The unit operated to the manufacturer's specifcations. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Calibration was successful in the perfusion screen. Following calibration, the flow was set to 5 liters per minute (l/m) and the fraction of inspired oxygen (fio2) setpoints were checked throughout the operating range. The fio2 setpoints were also checked at rates of 9 l/m and 0.5 l/m. All oxygen (o2) blend values were within specification. The pst did not observe any functional problems throughout the evaluation. It was determined that the epgs functioned as intended.